Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. Customer was treat by emt at home. The customer declined to troubleshoot for low blood glucose but feels that the insulin pump is working fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.